Event description:
The pt was not getting pain relief. A rotor stall was confirmed via a roller study and the event logs. The hcp felt the pump was at end of life. The pump was replaced. The pump was used to deliver morphine sulfate and clonidine.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance-motor gear shaft wear.